Event description:
"The physician implanted the device under normal circumstances through a 20fr cook sheath. He deployed the device and went to release the proximal clasp by engaging the grey grip release holder. The grey grip would not move. He pushed very hard forward and it would still not release. I made sure he was not hindering the black release in any way. He then tried moving it with large clamps but that also did not release it. He then broke off sides of the black grip with hemastats and was able to pull the black grip back and release the proximal clasp." Patient outcome: "the device was then fully released and the patient is doing fine at last check."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The physician implanted the device under normal circumstances through a 20fr cook sheath. He deployed the device and went to release the proximal clasp by engaging the grey grip release holder. The grey grip would not move. He pushed very hard forward and it would still not release. I made sure he was not hindering the black release in any way. He then tried moving it with large clamps but that also did not release it. He then broke off sides of the black grip with hemastats and was able to pull the black grip back and release the proximal clasp." Patient outcome: "the device was then fully released and the patient is doing fine at last check."